Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported while walking got caught on a door handle and it yanked out of his arm. The device hit the tile and cracked the bottom casing. The caller stated that the drive support cap to other side of the insulin pump was damaged and the device started to alarm. The blood glucose reading was 275mg/dl. No further information was provided.